Event description:
A pt/layperson alleged that his onetouch ultralink meter was powering off during testing and that he had symptoms of sweating and frequent urination. The customer care advocate (cca) replaced the meter and test strips after the pt's call in 2009. This senior medical surveillance specialist spoke with the pt eight days later, to verify and obtain additional info. The pt reported the following: the meter reportedly powered off after it counted down to 1; a result was not obtained. After one night and the day after the issue began, the pt reportedly developed the above-described symptoms. Concerned that he would become hypoglycemic, the pt relied on his basal rate rather than attempting to bolus extra insulin based upon symptoms. He did not seek or receive medical treatment. Shortly after his call to lifescan and before obtaining the replacement, the pt successfully obtained a result that he does not recall. The pt did not allege harm. However, since the pt reportedly developed symptoms that meet the criteria for serious injury that developed after the alleged issue began, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.